Manufacturer narrative:
The instant detacher, the proximal end of the pushwire containing the tack weld replacement (twr) crimp, and the implant coil were not returned for evaluation; therefore, any contributing factors from these could not be assessed. The axium pushwire was returned with the implant coil already detached. The pushwire was found to be broken into two segments but retained together by the pulled release wire. The proximal segment was measured and found to be 3.4cm in length. The distal segment was measured and found to be 180.3cm in length. The release wire retaining the two segments was measured and found to be pulled for approximately 7.0cm. It is possible that the pushwire broken at the incorrect location may have contributed to the event. The implant coil likely detached due to the pulled release wire. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual method (via hypotube). (B)(4).

Manufacturer narrative:
The axium coil has not been returned for evaluation. Requests were made for the return of the device, but no correspondence has been received regarding the device. Without device return the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with an axium coil. During the treatment of a 7mm right p-com (posterior communicating artery) aneurysm , it was reported the second axium coil (qc-6-20-3d) coil prematurely detached in the excelsior j microcatheter. The coil would not detach with instant detacher as well as with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). It was prematurely detached in the microcatheter. The detached coil was removed from the patient. The physician placed the microcatheter again at the lesion and used same size of the coil to complete the procedure. No further information provided. No patient injury was reported as a result of the procedure.